Event description:
It was reported by service report that both side rail lift controls do not operate. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.